Event description:
A customer reported his adc glucose meter had a blank screen. The customer reported that his adc meter would not turn on with the button or test strip. As a result of this issue, the customer reported experiencing symptoms of "sweating, tremors, confusion" and a loss of consciousness. The customer further reported "a family member injected him with glucagon from an emergency kit." Paramedics were called, but then "recalled to cancel the request." The customer declined to provide any further information. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Manufacturer narrative:
The reported product was returned. Test strip vial was returned empty. The returned meter powered on with button press and strip insertion. The reported blank screen was not observed. No new issues were observed. The complaint is not confirmed.